Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted 12 mm below the annular plane. It was attempted to snare the valve into the proper position, however, the valve dislodged and was left above the sinotubular junction. A second valve was implanted successfully. No other adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.